Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy with no broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a nystatin for the rash. Outcome of the irritation is unknown.